Manufacturer narrative:
The t:slim x2g6 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set changes were performed resolving the occlusions. Reportedly, the customer uses fiasp insulin within the cartridge. There was no reported adverse impact to the customer's blood glucose level.